Event description:
During delivery of the mid-section of the pipeline device, a twist formed. The device was safely removed and set aside for return to covidien. The patient¿s anatomy was extreme in tortuosity. A second pipeline (4.5mm x 20mm) was successfully implanted. The patient was discharged. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The marksman microcatheter and pushwire were returned for evaluation without the pipeline as it was likely lost during transit to the manufacturer; therefore, the evaluation could not determine the cause of the event. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. Tip coil / capture coil damaged. (B)(4)